Event description:
During an incident involving a patient in cardiac arrest, this defibrillator was powered on, passed the self test, but operated only in monitoring mode. The battery was replaced but the unit still operated only in monitoring mode. Als arrived and took over patient care. The patient was pronounced. The patient had a history of hypertension, bypass surgery x4, diabetes and cholesterol. He was taking 8 or 9 different medications.